Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte pnk 20ga x 1.88in foreign matter pre-use inspection reveals an unknown contaminant at the tip of the catheter.

Event description:
Pre-use inspection reveals an unknown contaminant at the tip of the catheter.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. As current control, there is an outgoing inspection and in-process inspection in place to check for foreign matter. There is also a 4-hourly housekeeping in place to clean all the machine mechanisms in direct contact with products with alcohol (70% ipa). As no photo/sample was received for further investigation, root cause could not be determined. The complaint will be re-opened and re-investigated when photo/sample is received.